Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in the lens case inside the lens carton. Solution was dried on the lens. One haptic distal tip was broken (returned). The other haptic was bent onto the posterior side of the optic. The lens was cleaned with klrp to further evaluate. No damage was observed to the optic. The bent haptic relaxed into the original position. Both haptics were easily pliable using tweezers. A fold test was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated product information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint of ¿haptics did not bend¿. One haptic was bent onto the lens upon return. The other haptic distal tip was broken. The lens was cleaned with klrp. The bent haptic relaxed to its original position after the removal of the dried viscoelastic. Both haptics were easily pliable using tweezers. A fold test was conducted using folding tweezers with no abnormalities observed. It is unknown if qualified associated products were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol (intraocular lens) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The company 23.5 diopter lens was removed and replaced with another company 23.5 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during the deployment of the implant in the cartridge, the haptics did not bend. The device came into contact with the patient's left eye and the incident does not require lens removal. Hence the surgery was completed on the same day with another lens. Additional information has been requested.